Event description:
It was reported that a progav 2.0 valve (#fx410t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the valve caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation. 20.01.2026 09:55:34 cet (B)(4) (frieka01). Same event as # 3004721439-2026-00036.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates within the accepted tolerances in the horizontal position. Adjustment test: the progav 2.0 was tested and is not adjustable to all pressure settings, it is adjustable from 0 to 11 cm h2o. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the adjustment-problems of the valve. Internal inspection: after dismantling of the valve, deposits were found in progav 2.0. Result: based on our investigation results, we can determine that the progav 2.0 cannot be adjusted at all pressure levels. The visible deposits found in the valve led to the functional impairment. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. The investigation of the return shipment is complete with the preparation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.